Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm, experienced a high blood glucose and received motor error. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was unknown at the time of the incident but blood glucose level was 533 mg/dl during the call. The customer declined to troubleshoot the high readings but treated with bolus. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The infusion set and reservoir will be returned for analysis. The customer was assisted with motor error troubleshooting and the insulin pump was able to prime and passed the displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.